Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high impedance and high capture threshold was observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead encapsulation. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.